Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test. Pump failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Pump received with intermittent button response due to corroded keypad traces. Stained lcd cover noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 85 mg/dl. The customer reported that the up and down arrows are non responsive intermittently. It was reported that they had multiple motor error alerts and scratches on the screen and multiple battery issues. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. Device received with intermittent button response due to corroded keypad traces. Stained lcd cover noted.